Manufacturer narrative:
(B)(4). The customer returned one catheterization device for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the connection between the needle cannula and the hub was not secure. Microscopic examination revealed that there was no adhesive residue in the hub nor on the proximal end of the cannula. The needle cannula total length (according to measurement e in the cannula graphic) measured 2.765", which is within the specification limits of 2.7595"-2.7745". The cannula inner diameter at the proximal and distal ends measured .023", which is within the specification limits of .0226"-.024" per the cannula graphic. The cannula outer diameter measured .0325", which is within the specification limits of .0320"-.0325" per the cannula graphic. The needle hub inner diameter measured .0345", which is within the specification limits of .345"-.0350" per the needle hub graphic. The guide wire was able to pass completely through the needle cannula with little to no resistance. The needle cannula was able to be easily removed and advanced within the hub. A device history record review was performed, and no relevant findings were identified. The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. The needle cannula had separated from the needle hub. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A nonconformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the introducer needle is broken when using.". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the introducer needle is broken when using." No patient harm reported. The device was replaced. The patient's condition is reported as fine.